Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 355029, lot# n0027262, implanted: (B)(6) 2005, product type: accessory. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 377775, lot# n0028622, implanted: (B)(6) 2005, product type: lead, product ID: 377775, lot# n0028622, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that the patient had their system removed on (B)(6) 2014 because it had not been effective for years. When the patient had their lead placed it was placed in the major occipital nerve instead of the minor occipital nerve where their previous system had been implanted. Due to the placement and scar tissue they didn¿t receive as much pain relief. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.